Event description:
Boston scientific (bsc) crm received info that this dextrus lead was exhibiting elevated thresholds. No loss of capture was observed. The physician was calling for lead specs as a lead revision will most likely take place. It was noted that the physician was going to attempt to reposition this lead. According to our resources, this lead remains actively implanted. Boston scientific did not make the event date available.